Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that in a cranial imaging device case using an unregistered pre-op exam, if the exam of a different patient was selected in the imaging device registration task and then return to images to select the original patient, the patient updated appropriately. Upon return to the imaging device registration task, the wrong patient was reselected (i.e. Patient selected in the imaging device registration previously). Exiting the procedure resolved the issue. There was no patient present when this issue was identified.